Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose (bg) was over 600 mg/dl. Reportedly, bg was addressed with boluses via the pump and manual injections. Customer changed the infusion set to address the issue.